Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 32+4 head. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that there was a left accolade hip revision because of head disassociation.

Manufacturer narrative:
An event regarding dissociation involving an unknown femoral head was reported. The event was not confirmed. The investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
It was reported that there was a left accolade hip revision because of head disassociation.